Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. Reportedly, the cleaning of the implant pocket and the irrigation was performed. There was no additional adverse patient effects were reported. This pacemaker remains in service.